Manufacturer narrative:
While it is unk if the prophy-jet powder used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions ot dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report.

Event description:
In this event is was reported that five different patients experienced lip swelling and ablation of the oral mucosa after a procedure was performed using prophy-jet powder. No medical intervention was required as a result. Latex gloves were used by the dental professional in these incidents.